Event description:
It was reported during the procedure when the catheter was delivered to the aneurysm location to place the subject stent and tension released to withdraw the catheter, the subject stent migrated in the catheter and the tip was partially deployed out at the m1 location. The subject stent could not be withdrawn, so the physician had to fully deploy the stent. The catheter was replaced and another stent was replaced at the treatment area. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent delivery wire (sdw) was seen to be kinked. The stent and introducer sheath were not returned so functional and visual testing could not be performed. A patency mandrel was passed through the returned microcatheter to see if the stent had been deployed within, however no stent was found within the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was analyzed. The reported stent partial deployment could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent migrated inside the catheter and stent improperly deployed could not be confirmed during analysis. The reported stent difficult/unable to pull back through catheter was unable to be confirmed as the stent had been deployed and not returned. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the first catheter was used to deliver the stent to the place and then released the tension and withdrew the catheter to mca m1 and at that time the stent migrated and tip of the stent was pushed out of the catheter unexpectedly at distal of m1 and could not be withdrawn. So the operator had to deploy the stent completely at that position. Additional information states that the patients anatomy was moderately tortuous and excessive force was not applied at any point while advancing the stent within the microcatheter. The device was returned and the sdw was noted to be kinked, the stent was not returned as it had been deployed inside the patient. There were no anomalies noted to the returned microcatheter. It is probable that the sdw was kinked during the attempt to deploy the stent. Advancement of the delivery system through the patients anatomy causing the reported difficulty to deploy the stent. An assignable cause of procedural factors will be assigned to the reported event of the stent migration inside microcatheter, stent partial deployment, stent difficult/unable to advance or pullback through catheter and stent improperly deployed and to the analyzed sdw kinked/bent as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was, in general, used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the procedure when the catheter was delivered to the aneurysm location to place the subject stent and tension released to withdraw the catheter, the subject stent migrated in the catheter and the tip was partially deployed out at the m1 location. The subject stent could not be withdrawn, so the physician had to fully deploy the stent. The catheter was replaced and another stent was replaced at the treatment area. The procedure was completed successfully with no clinical consequences to the patient.